Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was less than expected. It was reported that there was no damage to the battery compartment or cap and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-aug-2019 with the following findings. During investigation, the pump electrical current draw was tested and found to be with in spec . No evidence of moisture or pump defects related to battery life was found. The black box contains dates from (B)(6)2014 to (B)(6)2015 , also noticed the pump was not in use from (B)(6)2014 to (B)(6)2015. The black box shows no evidence of short battery life. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.